Manufacturer narrative:
Pump was received with intermittent buttons due to unlocked j2 connector at lcd board. Pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump was received with cracked case at lcd window corners, reservoir tube lip and battery tube threads. Pump was received with scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 181 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.